Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd¿ q-syte had an issue with leakage.

Manufacturer narrative:
Describe event or problem: it was reported that during use of the bd¿ q-syte had an issue with leakage two times. Investigation: a DHR was completed and all required challenges samples, set-up and in-process testing was performed in accordance with the quality sampling plans and all passed per specification. No quality notifications were initiated during production. Received a total of 10 q-syte units. The units were connected to extension sets (2 on each) and attached to 5ml bd luer lock syringes. 5 bd luer slip 1ml syringes were also returned. Visual/microscopic evaluation: no physical-mechanical damage was observed on any of the q-syte units received. All connections were secured. Functional: an attempt to recreate the failure experience was performed by following the procedure described in the event description: the luer lock syringe was filled with water-food coloring mixture and flushed it through the connections and into the 1ml luer slip syringe: syringe 1: leakage occurred at one of the joints of the ext. Tubing with its female luer. Syringe 2: leakage occurred at both of the joints of the ext. Tubing with its female luers. Syringe 3: no leakage was observed. Syringe 4: leakage occurred at one of the joints of the ext. Tubing with its female luer. Syringe 5: no leakage was observed. No leakage or blood splatter was observed upon removing the slip luer syringes from the q-syte units. No leakage or blood splatter was observed on any of the q-syte units received for evaluation. The source for the leakage observed was the extension tubing but a definite cause could not be determined.

Event description:
It was reported that during use of the bd¿ q-syte had an issue with leakage two times.

Event description:
It was reported that during use of the bd¿ q-syte had an issue with leakage.

Manufacturer narrative:
H.4. Device manufacture date: 2017-10-11.